Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon the completion of the investigation, and include the final analysis results. (B)(4).

Event description:
It was reported that artifacts (noisy signals) were observed on the right ventricle (rv) channel. The device was explanted and replaced. No adverse effects to the patient were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory in two segments, with the extracting stylet inserted in the distal segment. The lead was severed approximately 12 cm from the terminal end. Visual inspection revealed no abnormalities. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of noisy signals. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that artifacts (noisy signals) were observed on the right ventricular (rv) channel of this lead. Subsequently, this device was explanted and replaced. No additional adverse effects were reported.